Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported that pericardial effusion occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned in the laa and a 30 mm watchman laa closure device and delivery system (wds) was deployed. The device was deployed too distal and then too proximal, therefore 1 partial recapture and then a full recapture were performed. A second 30 mm wds was then deployed and successfully released. Post implant transesophageal echocardiogram (tee) showed no pericardial effusion. The patient returned for their 45 day follow up appointment. Tee revealed an 8 mm pericardial effusion. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient had a 6 month follow up appointment and the effusion remained at 8mm.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the effusion was "within normal limits."